Manufacturer narrative:
E1: address line 1 "(B)(6)" address line 2 "(B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal had come loose. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso seal was replaced.

Event description:
It was reported that the pump's membrane was defective. There was unknown patient involvement.